Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with pre-syncope symptoms and heart block/arrhythmia. Electrocardiogram (ECG) showed loss of capture or loss of pacing. The physician reprogrammed the device and then decided to explant and replace the cardiac resynchronization therapy defibrillator (crt-d) due to suspected loss of pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.